Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra2 meter is giving an error 4 message. The patient's diabetes is managed with oral medication. After the error 4 issue began on (B)(6) 2010, the patient claimed he could not test his blood glucose. On (B)(6) 2010 before going to bed, the patient allegedly increased his medication on his own accord without knowledge of his blood glucose. On the morning of (B)(6) 2010 at 7 am, the patient woke up not feeling well and was incoherent. The paramedic treated the patient with IV glucose after blood glucose reading of "40 mg/dl" was obtained on the paramedic meter. The patient reportedly was hospitalized for 2 days. According to the troubleshooting performed with customer service, the customer care advocate determined the testing technique is incorrect. However, the error 4 issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received treatment suggestive for hypoglycemia four days after the product issue began and the patient went without testing his blood glucose.